Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06457, 2134265-2014-06458. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter. During procedure it was noted that the catheter was incorrectly identified and was unable to perform automatic pullback. The physician tried to disconnect and reconnect the catheter multiple times and reseated the motor drive unit 5 plus to the sled multiple times but did not resolved the issue. No patient complications were reported.